Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user was advised to stop using. The end user was advised to purchase new box of same wafers and crust blistered area with stomahesive powder and barrier wipes. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.

Event description:
End user reported the first four wafers in new box would not adhere, tape collar was not sticky and when removed all four from package the paper backing had already been lifted. The end user stated a blister area developed to 7 o'clock position as was removing and applying these four wafers.